Manufacturer narrative:
Request was performed for additional information including lot number.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026.the patient received treatment with correction bolus via pump. No further information is available.